Event description:
It was reported that the user¿s blood glucose was 222 mg/dl after a supply change during which the ilet was disconnected for approximately one hour, resulting in no insulin delivery; troubleshooting and education were completed with guidance that glucose should improve within 60 to 90 minutes after resumption of therapy. Customer care provided technical support review. Investigation of this case revealed use-related interruption of therapy during the supply change with reported reconnection and continued use. No reported clinical symptoms manifestations during the event. Outcomes included no medical intervention, and resolution anticipated with restored therapy. It was concluded that hyperglycemia occurred with an unclear cause beyond the therapy interruption, and no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.